Event description:
The brakes on this bed were inoperative and would no longer hold.

Manufacturer narrative:
Upon complaint review, it was determined that the brakes not holding/working could lead to unintentional movement to the bed which has the potential to cause serious injury. The technician replaced the brake block mechanism in order to resolve the problem.